Event description:
The patient was admitted for a procedure in 2008 with a lesion in the posterior descending artery. The lesion was 20mm in length and was de novo, eccentric and totally occluded. The vessel was 2.5mm in diameter. The lesion was pre-dilated. Then, a 2.5 x 23mm cypher stent was implanted at 18atm for 30 seconds. The residual percentage of stenosis was 0% and timi flow increased from 0 to 3. One hundred and seventy five days post index procedure, the patient complained of chest pain and went to the hospital. A total atrio-ventricular block and electrocardiogram abnormality were confirmed. Coronary angiography was conducted and thrombus was observed from the proximal edge and distally inside the implanted cypher. Balloon angioplasty was conducted to treat the thrombus. Additionally, a pacemaker was implanted to treat the atrio-ventricular block. The patient then recovered and was discharged home. The physician commented that the possible cause of the thrombotic event was because an intravascular ultrasound was not conducted when the cypher was implanted, and so the cypher was under-dilated. The patient's medications included aspirin, ticlopidine and heparin.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This male experienced late thrombosis post implantation of cypher stent. Medical history included hypertension and renal dysfunction. During the initial procedure, one 2.5/23mm cypher japan stent was implanted in the posterior descending branch. The target site was described as a type c lesion: cto with 20mm lesion length. The lesion was pre-dilated prior to implanting the cypher at 18atm. The stent was not post-dilated, but there was no residual stenosis and timi iii flow was restored. No complications were reported and the patient was discharged on asa and ticlid. Approximately 6 months later, the patient was readmitted with chest pain and a v-block on EKG. Angiography identified thrombus in the previously stented segment. Treatment included balloon dilatation and pacemaker implantation. It was the physician's opinion that "the possible cause of the thrombotic event was because ivus was not conducted during cypher implant, and so the implanted cypher was under-dilated". The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the available information suggests that vessel/lesion characteristics (acc defined high risk lesion) or procedural factors may have contributed to the event.